Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported through remote transmission that high, out of range hv lead impedance was observed. The lead was explanted and replaced. The patient was doing well post-procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 41.0-43.0cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 26.0-30.0cm from the distal tip. The etfe coating was damaged during explant at these locations. External insulation abrasion was noted at 6.7-7.0cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. Externalized conductors due to internal insulation abrasion were noted at 13.0-15.0cm from the distal tip. Internal insulation abrasion was noted at 8.5-8.8cm from the distal tip. Internal insulation abrasion under the svc coil was noted at 18.8-19.0cm, 18.5-19.5cm, and 24.6-25.4cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 5.0-5.2cm from the connector pin, consistent with lead friction to the device can. The etfe coating of the rv conductors was abraded, and the rv conductors were melted and separated at this location. This is consistent with the field observation of high hv lead impedance.